Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the swg (spring wire guide) is kinked. The device (catalog#) is not intended for sale in the us. Similar device sold in the us.

Event description:
It was reported that during the laying of the central catheter, after the venous puncture, the guide wire is inserted in the needle, and does not allow to be able to proceed with the act. A new kit had to be used.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and introducer needle for evaluation. The returned guide wire was advanced through the introducer needle. The sample contained signs of use in the form of biological material. Visual examination revealed two small kinks - one in the distal j-tip and one near the hub of the introducer needle. The returned guide wire contained one kink 7 mm from the distal end and one kink 371 mm from the proximal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The outer and inner diameters of the needle cannula were also within specification. The returned guide wire could not be retracted or advanced through the returned introducer needle due to a significant amount of biological material. The guide wire was unraveled during functional testing. Prior to functional testing, a manual tug test confirmed both the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The reported event of guide wire/introducer needle resistance was confirmed by complaint investigation. The returned guide wire was unable to be advanced or retracted through the returned introducer needle. A significant amount of blood was found in the sample, possibly contributing to the resistance. The guide wire also contained two small kinks. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that during the laying of the central catheter, after the venous puncture, the guide wire is inserted in the needle, and does not allow to be able to proceed with the act. A new kit had to be used.